Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded pacemaker mediated tachycardia (pmt) episodes with a rhythm that appears to be atrial driven, additionally farfield oversensing of ventricular signals in the atrial channel was noted. This crt-p remains in service. No adverse patient effects were reported.